Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced with a competitive device for an unspecified reason. This ICD was returned to boston scientific and underwent laboratory analysis.